Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states h3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The customer experienced vomiting and hypoglycemic symptoms and was admitted into the intensive care unit at the hospital. The doctor connected the patient to the hospital owned infusion device and blood glucose levels normalized. It is unknown how long the customer was hospitalized.